Manufacturer narrative:
Additional information received on november 15, 2022 indicated that the customer reported dissatisfaction, therefore added patient code "no signs, symptoms or patient involvement" since there's no clinical symptom nor sign reported for this event and the patient is not experiencing any harms related to the issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the information retrieved from imedidata on november 30, 2021, procedure type was updated to ¿breast reconstruction revision¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on sep-19-2024 per 100553403 and 100553401 with the available information about the reportable event. Added pc - patient dissatisfaction with procedure outcome to both ips per the information provided in imedidata. Adverse event #3 right/ left side, implant serial number: (B)(6). During the 5 year follow-up visit on (B)(6) 2024 the patient again reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, based on the information provided in edc (imedidata) the patient suffered breast rippling (wrinkling) and breast pain. H6 health effect - clinical code e2402: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 10, 2024, indicated that patient experienced bilateral implant wrinkling and that is the reason patient is unsatisfied with the implants. Patient has difficulty sleeping because of discomfort in breast area, therefore removed patient code patient dissatisfaction with procedure outcome from (B)(4). Added patient codes breast pain and cutaneous contour deformity on (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified breast reconstruction surgery with mentor memoryshape breast, 485cc silicone prosthesis, experienced bilateral procedural dissatisfactions postoperative. As a result, patient underwent bilateral mastopexies on (B)(6) 2020. The report indicated that the outcome resolved. This report relates to the right prosthesis.